Event description:
Patient presented for tavr on [redacted date] with dr. [Redacted name] and dr. [Redacted name]. An 18fr atlas balloon was used to pre-dilate aortic valve in order to better place new aortic valve. Upon removal of balloon, it was noted that balloon material was not present of delivery catheter. Patient remained well with hematoma present to left groin access site. Initial aorto-iliac fluoroscopy with no sign of balloon material. Ultrasound of lower extremities was ordered. Patient sent to ICU for further monitoring not related to device malfunction.